Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 185 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient¿s wife was positive for covid so when the patient came in on (B)(6) 2020 they adjusted the volume to lengthen the alarm date. They then heard the alarm and came in today. In the logs, the doctor saw a motor stall occurred on (B)(6) 2020 with no recovery. There had been no exposure to emi (electromagnetic interference), magnets, or MRI. The hcp stated that they would provide the patient with oral medication and set the pump to minimum rate in the event that the stall recovered and then follow-up with the patient for replacement once they tested negative for covid. The hcp stated that he did not have any other information to provide. No patient symptoms/complications were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the hcp wanted to turn the pump to off state as the motor stall continued. The pump off password was provided.